Event description:
It was reported by service report that the fowler was drifting down with weight at 15 degrees. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: faulty clutch brake assembly on fowler motor.